Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was returned in the left curve position. There is a kink in the device approximately 13mm from the distal tip in the neutral position. The kink is between r1 and r2. The ring seals of r1 and r2 appear to be compromised as both have evidence of body fluid under them. The ring seal of r3 is intact and there was no body fluid noted. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device failed the right curve test; the tip does not reach the shaded area of the template. The distal section was dissected. There is a small amount of body fluid under r1 and r2 rings and in the interior of the sheath. The kevlar wrap is displaced and the center support is bent into an ¿s¿ shape and is fractured at the top of the ¿s¿. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed november 22, 2016. It was reported that the steering wire broke. An intellatip mifi¿ xp temperature ablation catheter was selected and advanced for use. During the procedure, the catheter was no longer able to be deflected in a bidirectional manner. The catheter was exchanged and the procedure completed with another of the same device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the ring seals were compromised.